Manufacturer narrative:
On (B)(6) 2026 the patient reported skin irritation from wearing the epatch with the electrode - patch - universal 2 channel configuration. The irritation manifested as general redness, itching red bumps with no open skin, and scabbing. The patient did seek medical treatment for the skin irritation. There is a report that the patient sought the use of prescribed medication and used a topical steroid to treat the skin irritation. Despite the irritation, the patient did request a break in service or discontinuation of monitoring. The patient did confirm the following of the recommended skin preparation steps. The patient reported no history of skin sensitivity/allergies. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026 the patient reported skin irritation from wearing the epatch with the electrode - patch - universal 2 channel configuration. The irritation manifested as general redness, itching red bumps with no open skin, and scabbing. The patient did seek medical treatment for the skin irritation. There is a report that the patient sought the use of prescribed medication and used a topical steroid to treat the skin irritation. Despite the irritation, the patient did request a break in service or discontinuation of monitoring. The patient did confirm the following of the recommended skin preparation steps. The patient reported no history of skin sensitivity/allergies.